Event description:
On (B)(6) 2011, I had a breast augmentation procedure - mentor. Approx 3 weeks later, I developed a severe adverse reaction/infection that cause me to be hospitalized in ic unit for a period of 1 week. I have had severe trauma to my left breast for a period of one-year after my surgery and had to live with an open incision and disfigured breast due to this product.